Event description:
MFR rep reported pt had two neurostimulators replaced in 2006, but only one device was turned on at that time because the second device had open circuits. The pt does not have a managing physician. MFR suggested an xray to look for breaks. MFR does not recommend stimulation be turned on until the nature of the open circuits is understood.